Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a battery problem.

Manufacturer narrative:
The device was evaluated remotely with help from a philips rse. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause was a battery failure. The customer ordered a battery to resolve the issue. A review of the service history for this device shows the problem has not been reported again for this device.